Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error 105. The issue occurred during set up of the device. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Updated fields: d8,h2,h3,h6,h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e105 (lighting lamp error) due to led unit failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.